Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report back if any issues reappeared.